Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user called for assistance with a complete supply change and dexcom g6 sensor change while using a 23-inch, 6 mm contact/detach infusion set, and subsequently reported a blood glucose of 274 mg/dl with no alerts or alarms; troubleshooting and education were completed, and the cause of hyperglycemia was unclear. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and no long-term impairment. Investigation included customer support troubleshooting and user education. Investigation of this case revealed no device alarms and no confirmed device malfunction, with successful completion of supply and sensor changes and no identifiable device component failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.